Event description:
Patient said catheter became disconnected and patient experienced abdominal pain. Surgery to replace access port has occurred. Follow up findings: leakage at or near port tubing connector.